Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported pain and the revision surgery was performed due to loosening. It was stated that the femoral and knee components were loose. The cause of the loosening is unknown. The surgeon suspected the debonding.